Manufacturer narrative:
The company representative spoke with the customer who identified the insufficient footswitch cable connection. The customer reseated the footswitch connector on both ends and the system recognized the footswitch; the customer reported event, "footswitch not recognized", no longer occurred. No onsite service was requested. There was no sample returned for evaluation; therefore, steps could not be taken to replicate or confirm the customer reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. Although no sample was returned for evaluation, the root cause for the reported issue "footswitch not recognized" is attributed to insufficient footswitch cable connection since the reported event was addressed after this component was reseated in the system. (B)(4).

Event description:
An operating room supervisor reported that during surgery, the system would not recognize the footswitch. Another footswitch was tried, but it was not recognized either. The system was exchanged and the case was completed. There was no harm to the patient reported.